Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty completing an infusion set and cartridge change with a steel 6 mm infusion set, including an inability to keep the screen active during fill tubing, an ¿unable to proceed¿ alert during early attempts, a reported leak near the connector adapter on the prior setup, and repeated workflow interruptions that returned to the main screen or advanced to fill cannula unexpectedly; with assistance, the user ultimately completed the change and insulin delivery resumed, and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no impact to blood glucose control and no hospitalization. Investigation included guided troubleshooting and education, a dry-run supply change without insulin, and repeat supply replacement with assisted button pressing. Investigation of this case revealed user interface challenges requiring continuous pressing during fill, possible prior connection integrity issues consistent with a leak at the connector, and successful recovery after replacing the cartridge, connector, tubing, and infusion set and completing the guided fill procedure. It was concluded, based on previously established findings for similar reports, that the cause was use error related to button hold during fill and connection handling, with no device malfunction identified.